Event description:
Caller reported testing their family member with the freestyle meter getting results of 276 mg/dl, 126 mg/dl, and 38 mg/dl only minutes apart. The customer's family member reported these readings as being erratic and that the customer looked pasty, was hungry and tired. The customer drank apple juice and ate teddy grahams and was fine. Tests were reported to have been performed on the finger. The freestyle results reported by the customer differed by more than 20% and meets the MFR's definition of a malfunction.